Manufacturer narrative:
Manufacturing review: a DHR review could not be performed because the corporate lot number was unknown. Investigation summary: the device was received and evaluated. The catheter was received in two segments with one segment still attached to the port hub. Break was between the 9cm and 10cm depth marker. Longitudinal split was noted between 8cm and 9cm depth markers. The fracture surface of the split has smooth, rounded sections and peeled/granular sections, oval orifices, which is consistent with flexural fatigue. Therefore, the investigation is unconfirmed for subq leak/break/split w/ embo and confirmed for flexural fatigue. The investigation indicates that the root cause is flexural fatigue, which is related to clinical conditions. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the catheter broke and migrated. The port was implanted via the right internal jugular vein under ultrasound guidance for chemotherapy and tpn. X-ray confirmed that the distal fragment of the catheter migrated to the pulmonary artery. The distal fragment of the catheter and the port body was removed subcutaneously with snare forceps successfully.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time

Event description:
It was reported that the catheter broke and migrated. The port was implanted via the right internal jugular vein under ultrasound guidance for chemotherapy and tpn. X-ray confirmed that the distal fragment of the catheter migrated to the pulmonary artery. The distal fragment of the catheter and the port body was removed subcutaneously with snare forceps successfully.